Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of damage is unknown. The damage occurred during the procedure; however, the arm remained intact until received in decontamination (insert fell off during processing). It is unknown what surgical task was being performed when the issue occurred. It is unknown if there were any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. No adverse effects were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a damaged carbide insert on one grip. The mating grip surface exhibits total separation of brazing material. Grip tip was found to be severely bent. Detached carbide material was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm large needle driver instrument's serrated tip insert broke off. No fragments fell into the patient. The procedure was completed with no known impact or patient consequence reported.